Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: france. When checking the perineal suture, the thread broke spontaneously resulting in total disunity of the suture that had to be redone. All med watch submissions related to this report are: 3003639970-2018-00257.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. Two cases have been received at the same time from the same end customer with the same defect (see 400385526). We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We could only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.